Manufacturer narrative:
(B)(4). This lot was manufactured from october 24, 2011 to october 25, 2011. Evaluation summary: baxter received the unit for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was identified that a small volume intermate was missing its blue winged luer cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.